Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina which was treated by the implantation of one endeavor sprint drug eluting stent in the lad. On an unknown date in 2017, the patient passed away. The cause is unknown. The relationship of this event to the study device is unknown. No treatment was given.